Event description:
The customer alleges that when opening the package of the blade, the plastic base of the blade was broken and non-functional. No pt injury.

Manufacturer narrative:
(B)(4). Lot number is unk. Unk if the device was in preparation for pt use. The device sample was not returned for eval at the time of this report.